Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore through a medwatch report: on (B)(6) 2021, the patient was undergoing surgery for an endovascular thoracoabdominal aortic aneurysm repair utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. As the physician was performing the procedure, the vbx device prematurely separated from the delivery system. The physician was able to completely retrieve the undeployed stent.